Event description:
It was reported that the customer was in a car accident, as a result of hypoglycemia. The reported blood glucose reading was 21 mg/dl. The customer was taken to the hospital by paramedics for treatment. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. The customer last changed his infusion set two days prior to the event, as he was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.